Event description:
It was initially reported that the location of the stimulator was irritating the patients back. The device itself caused pain when he sat in a car and went over a bump. The patient had no pain other than the ¿bulge¿ of the device. The patient also stated that whenever he had the stimulator on, it irritated his legs. They were swollen and he had a rash down his legs. The device settings were changed on (B)(6) 2014 and this irritated him so badly he turned the stimulator off when he got home. The patient had not had pain since then except for the device bulge. The patient had been given fentanyl and lortab but it wasn't doing any good and wasn¿t killing the pain. The patient wanted the implant removed. The patient was redirected to his physician. It was further stated that the cause of the event was unknown. It was stated that reprogramming had been done on (B)(6) 2014. An explant was scheduled for (B)(6) 2014. Additional information was requested, if received a follow up will be sent.

Event description:
It was further reported that the patient just wanted the device out. There was no malfunction with the device.

Manufacturer narrative:
Concomitant products:: product ID: 3777-60, serial# (B)(4), implanted:(B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).